Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use cs100 intra-aortic balloon pump (iabp) had loop leaks. After shutting down and restarting, the customer resumed normal operation. There was no patient harm or injury reported.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h3, h6 (component code, investigation findings , investigation conclusion, type of investigation), h11. A getinge field service engineer (fse) on-site inspection of the fault found that the screen flickers after booting up and the content cannot be seen clearly. Reconnecting the screen cable does not solve the problem. The cable may be aging, and the customer is advised to replace it. Fse stated the equipment engineer has repaired this fault and the equipment is now functioning normally.

Event description:
Na.